Event description:
The patient was unable to adjust the stimulation. Only the 9v battery light was on. Follow-up with the patient's healthcare professional (hcp) was recommended. The hcp reported, "battery failed we replaced it".